Manufacturer narrative:
Product event summary:(B)(6): analysis found that the radio frequency programmer head failed incoming tests and was out of specification electrically and unable to interrogate devices. The programmer head cable was replaced and the head then passed all console and systems tests. Concomitant product: product ID: 2090 programmer. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was returned along with the programmer and subsequently tested out of specification during manufacturer's analysis.